Manufacturer narrative:
An event regarding infection involving a scorpio total knee ps tibial bearing insert was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned but an image was provided. The image shows that the wire is missing and the locking mechanism is broken. The damage could be due to explantation. Medical records received and evaluation: no medical records were available for review. Device history review: confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of blood work for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient's knee was revised due to infection.

Manufacturer narrative:
The following other devices were also listed in this report: scorpio ps femur waffle posts w/lfit; cat# 71-4505r; lot# k05w842. Series 7000 standard tibia; cat# 7115-0005; lot# n6wmda. Unknown patella; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as device was sent to (B)(6). Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's knee was revised due to infection.